Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneous high rbc, mcv, and platelets results on three patient specimens without instrument (coulter lh 750 analyzer) generated flags. Two patients specimen results were provided. The results were flagged with an operator-definable h&h check failure flag. The specimen was rerun on an alternate instrument and lower rbc and platelet results were obtained. The erroneous results were not reported out of the lab. No death or injury been reported and patient treatment was not affected by this event.

Manufacturer narrative:
The sample was collected in vacutainer tube. The instrument is within qc within specification with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and recovered within assay limits. A bci field service engineer (fse) replaced rbc diluent dispenser a clear root cause can not be determined for this event.